Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 at 15:05 while wearing the lifevest. The patient was at a doctor's appointment and became unconscious. It was reported that the patient received CPR and a non-lifevest defibrillation shock after becoming unconscious. Prior to the detected CPR artifact, the patient's rhythm was sinus bradycardia at 50 bpm. One lifevest treatment was delivered at 14:50:39. CPR artifact contributed to the false detection. Following the treatment CPR artifact was detected. The electrode belt was disconnected at 15:06:38. There is no indication that the lifevest caused or contributed to the patient's death.